Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the arrhythmia/ ventricular fibrillation/ infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Anemia: the cause of the injury was not determined due to insufficient clinical details. Major bleed: hematemesis post procedure- heparin dose reduced, and patient taken to radiology for stat abdominal CT. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular fibrillation and atrial fibrillation and was treated with amiodarone, levophed, and defibrillation. The patient had an increased white blood cell count and hematemesis, so heparin was reduced. After percutaneous coronary intervention the patient developed a gastrointestinal/intra-abdominal bleed. Heparin was discontinued, two units of packed red blood cells were transfused, and protamine was administered. The patient was successfully weaned from the pump and survived.